Event description:
It was reported the pt complained of discomfort at her ipg site. She stated her site and hip become sore when she sits for a long period of time. The physician plans to relocate the ipg site at a later date.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.